Event description:
It was reported to tyco healthcare/kendall in july 2006, that a customer had a problem with a introducer set. The customer states the needle broke while penetrating the skin. The customer also states the needle appeared rust in color.